Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had a bad pim patient interface module. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e4, g2, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a bad pim patient interface module.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse states that, unit failed the pneumatic interface module (pim) leakage testing. I ordered a new pim. Installed new pim and performed the leakage testing again. Unit passed all testing and was cleared for use. Expired batteries were replaced.